Manufacturer narrative:
The "date of event" has not been provided. The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Consumer alleges that they have has several issues with lift chair and on 3 different occasions they needed to call the paramedics to help them get out of the chair.

Manufacturer narrative:
The device was returned and evaluated. Alleged condition (getting stuck) could not be duplicated.

Event description:
Consumer alleges that they have has several issues with lift chair and on 3 different occasions they needed to call the paramedics to help them get out of the chair.